Manufacturer narrative:
This report is filed march 14, 2016.

Manufacturer narrative:
This report is filed february 8, 2016.

Event description:
Per the patient's surgeon, the patient experienced pain at the implant site with and without device use. The patient was administered with medication (type not reported) to treat the pain symptoms and possible infection for a duration of two weeks; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2015, and the patient was reimplanted with a new device during the same surgery.